Manufacturer narrative:
Additional information.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open total gastrectomy, while being applied at the anastomosis, the stapler was difficult or unable to load and it did not fire. When the surgeon connect the anvil part to the circular stapler, it was unable to be connected. The product was unable to be used. They were unable to join the anvil with the stapler. It was also noted that the anvil part of the device disengaged. They took and used another product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open total gastrectomy, while being applied at the anastomosis, the stapler was difficult or unable to load and it did not fire. They were unable to join the anvil with the stapler. They took and used another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.